Event description:
During an atrial fibrillation procedure, st elevation occurred, which self-resolved. When the agilis sheath and advisor hd grid x catheter were inserted into the left atrium and mapping was started, st elevation was noted on the ECG. A coronary angiogram was subsequently performed, and it was alleged to be caused by an air embolism, possibly related to the agilis sheath. The ECG returned to normal, and the patient was stable. However, the procedure will be rescheduled for a later date. The advisor hd grid x catheter was inserted in the agilis sheath outside the patient and air bubbles were observed.